Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was noted on the atrial lead. Since the patient was prone to heart failure symptoms, no programming changes were performed. Physician decided to continue monitoring the process. The patient is currently asymptomatic.